Event description:
The MFR received info from a third party service ctr alleging a ventilator fails to charge its internal battery. The device was not in pt use.

Manufacturer narrative:
A ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address this issue.